Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an initial knee arthroplasty procedure, a screw fractured off and fell into the patient. The screw was unable to be removed from the patient.